Manufacturer narrative:
This complaint has been identified as part of a voluntary recall. Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was not provided. Section e1 - (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - medical device problem code: 3191: no code available. (Unspecified issues with the device). Section h9 - recall event ID: 93523. Section h9 - johnson & johnson surgical vision (jjsv) has initiated afield action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks.this could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation, to corneal laser refractive correction, or explant of the iol and lens replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had undergone implantation of the toric intraocular lens (iol) had not improved astigmatism when the johnson and johnson representative had made an announcement of the recall of the specific lens. Subjective examination revealed that cylinder -4.25d (before surgery), cylinder -4.00 (after surgery). Also, values of astigmatic axis were 88 degree (before surgery) and 90 degree (after surgery), which had shown almost no improvement. There was no patient injury and the iol remains implanted. No further details were provided.